Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated they are not sending in the device and will look into getting a new AED plus.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.